Event description:
A discordant cardiac troponin I (tniu) result was obtained on one patient sample on an advia centaur xp instrument. The initial result was not reported to the physician(s). The sample was repeated multiple times from the primary sample tube on the same system. It is unknown as to which repeat result was reported to the physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant tniu result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse determined that the sample type used for patient testing was heparinized plasma. The cse determined that the laboratory processed the sample mixed by inversion. There was no fibrin visually detected in the sample. The cause of the discordant tniu result is unknown. The cse verified that controls and calibrations were within specifications when the sample was tested. The instrument is performing within specifications. Further evaluation of the device is not required.